Event description:
Customer reported to have had a battery fail during a cardiac arrest. Reportedly, the battery showed "replace battery" on the screen, but had a green light. It also tested at 191.9 ohms. The battery was put on a conditioning cycle, but it still showed " replace battery" on the screen.

Manufacturer narrative:
Reported complaint of "replace battery" was not verified. The returned autopulse battery was inserted into an autopulse platform and the system worked as expected. In addition, the battery passed the functional test. However, battery test data indicates that the battery was not properly maintained (i.e., it was not test cycled on a monthly basis). In at least 3 occasions ((B)(4)) customer has been notified of the need to follow battery maintenance procedure.